Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro scissor disengaged. Could not cut. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
D4 correction: UDI# has been corrected to (B)(4). H3 correction: h3 has been changed since the device was not returned h6 corrections: medical device ¿ problem code correction: mechanical/cutter/blade//777. Type of investigation correction: device not returned has been changed to device discarded. Internal complaint number: (B)(4). The lot # 25152600 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text : the device was discarded.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro scissor disengaged. Could not cut. A replacement device was used to complete the procedure. The hospital did not report any patient effects.